Event description:
It was reported that the patient experienced inflammation at the abutment site and underwent a skin revision surgery (date not reported) in order to remove inflamed tissue. Additional information has been requested but has not been made available as of the date of this report.